Event description:
It was reported that the patient with an implantable pulse generator died approximately eleven months after implant twelve years ago. Cause of death has been requested and not received.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.